Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported approximately three weeks post implant, that "they will have one of their leads replaced because its burning up the battery". The implantable pulse generator (ipg) and pacing lead remain in use. No patient complications have been reported as a result of this event.